Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was not turning on due to the failed enhanced full-height cubie drawer 6, which was attributed to a defective control board. The field service engineer replaced the faulty drawer control board to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es went offline and could not be powered on. The customer attempted to restore functionality by unplugging and re-plugging the device, as well as pressing the power button, but the issue still persists. This incident resulted in a delay in patient care and confirmed that there was no patient harm. There were no adverse events or injuries reported based on this event.